Event description:
Procedure: hepatic transplant. Reportedly, during a hepatic transplant the instrument fired properly, with proper staple formation and transection. When attempting to pull back on the black knobs of the instrument to open, the jaws did not open. They tried 3 times to open the jaws. The surgeon had to use a monopolar cautery to burn all around the jaws of the endo gia in order to remove the instrument from the tissue. The surgeon left a pack in the pt to reduce blood loss and reportedly will have to have another surgery to remove the pack and to verify hemostasis.